Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
The customer reported via phone call that they experienced low blood glucose below 20 mg/dl. The customer stated that they were given IV dextrose by the paramedics. The customer stated that they were wearing the insulin pump at the time of event. The insulin pump will not be returned for analysis.